Event description:
Hillrom received a report from a hillrom technician stating the bed had no audible brake not set alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the pcb needed to be replaced. Per the hillrom service manual, it is necessary for the envella® air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. Check that all of the brake/steer pedals operate correctly and that you hear the brake not set alert when you release the brake. Repair or replace the part as applicable. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on jul 6, 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the pcb to resolve the reported event. Based on this information, no further action is required.